Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic inguinal hernia repair, while fixating the mesh, the surgeon placed approximately three tacks, and then the device had issues releasing tacks through the shaft, and the tacks did not stay in place in the tissue (failed fixation). It was also reported that tackers fell into the patient cavity and were able to be retrieved using a grasper. The surgeon then switched to another company¿s tacker device to fixate the mesh and complete the procedure. There was no patient injury.